Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the checkbox to issue controlled substance missing. A technical support specialist (tss) remote in and restart the application and now the checkbox appears, and user manage to issue out the item. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank mini, checkbox button was missing for controlled substance. The customer reported that the due to this malfunction user was unable issue oxycodone 5mg tablet. However, there were no adverse events or injuries reported based on this incident.